Event description:
A surgeon reported that a pt complained of glare. The intraocular lens was reported to be off center due to a slightly crimped haptic. The intraocular lens was explanted and another iol implanted. Visual acuity remains 20/20.